Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Prior to support, an extra-corporeal membrane oxygenation (ECMO) was inserted into the right leg and an intra-aortic balloon pump (iabp) was inserted into the left leg. After iabp removal, the impella cp was inserted using a 14fr sheath. The patient was returned to the intensive care unit and bleeding was observed from the impella cp access site. Swelling of the lower extremities and hematoma occurred. The impella was removed and a 16fr sheath was inserted, but the bleeding did not stop. The physician decided to explant the impella cp. It was reported that cardiac function returned to normal, and the bleeding issue was treated with compression. No further information is available.

Manufacturer narrative:
The investigation has been completed for the reported issue of access site bleeding. The device was not received for evaluation. However, clinical details provided were sufficient to determine a root cause. Per the results of the clinical review and investigation: the physician said the following about the case, "impella should have been used from the beginning instead of ECMO + iabp. Since the iabp insertion angle is different from the impella insertion angle, a softer sheath should have been used when switching." No product was returned for investigation. The cause of the access site bleeding was use related and related to the change of angle from inserting the iabp to inserting the impella. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.